Event description:
It was reported the patient underwent implant of spinal fixation from l4-s1. The patient complained of low back pain sometime post-op. The patient underwent revision surgery. Reportedly fusion did not occur. During revision surgery, it was discovered that two rods had broken. X-rays showed bilateral rods at l4-l5 had broken. The surgeon was not aware of the broken cables until the day of surgery. The rods were removed and replaced with a different device. No patient complications were noted during the revision surgery.

Manufacturer narrative:
No product was returned for evaluation. X-rays were not provided to the manufacturer. A review of the device history records did not identify any nonconformance to specification.